Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Event description:
Information was received from manufacturer representative regarding patient with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was unable to charge the ins. They positioned the antenna over he ins and saw a reposition antenna screen. They could not communicate with clinician programmer or the patient programmer. Overdischarge was suspected. The reason that recharging was not maintained was that the patient had issues with recharging. The representative had met with the patient to educate on recharging because the patient was a new patient. The patient did not bring any product with her so they practiced with demo product. Antenna locate feature resulted in 56. Physician mode recharge (pmr) steps were reviewed. They were to continue recharging and to clear the power on reset as soon as the ins was 25% charged. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome and spinal pain.